Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 140mg/dl and 124mg/dl.the product is stored in the library. The test strip lot manufacturer's expiration date is 07/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is comparing the results of his true metrix air meter against the true result meter and stated that the true metrix air is reading much higher. The customer is testing once a day (fasting) and is taking medication for his diabetes (insulin). The customer has not made any recent changes in his diet, exercise regimen, and medication.